Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump received with a cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed failed self test twice. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. A temporary basal was not programmed before the alarm. Blood glucose value is 120 mg/dl. Nothing further reported.